Event description:
The lay user/pt contacted lifescan alleging that the product had a damaged display with dark blue dots in the middle of the display with streaks around it. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.